Event description:
Surgeon indicated that one of his patients that has been implanted with a patient specific implant has developed post-operative hematoma. When the implant was removed, the hematoma went away, only to return when the implant was put back in.

Manufacturer narrative:
(B)(4). Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.